Manufacturer narrative:
Updated: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, the valve was initially deployed. Nothing was abnormal was observed as the valve was "controlled under fluoroscopy". Upon initial recapture, an infold was observed in the valve frame. No patient complications have been reported as a result of this event. Additional information was received that the valve was initially recaptured for positioning. A procedural delay occurred as a result of the infold. A different system was used.

Manufacturer narrative:
(B)(6), 2025 macdom7. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, the valve was initially deployed. Nothing was abnormal was observed as the valve was "controlled under fluoroscopy". Upon initial recapture, an infold was observed in the valve frame. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve was received in a compressed state. All leaflets appeared dry with signs of severe creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for a duration of time. The leaflets were stiff yet slightly flexible. As received, all leaflets were in a partially open position. All commissures were intact. The inflow displayed an elliptical appearance. No damage, such as bends or kinks, was found on the frame. Remnants of coagulated blood were observed on the outflow frame and valve. The valve was submerged in body-temperature (approximately 37 °c) saline. The frame expanded; however, retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for a duration of time. Due to the received condition of the valve, a recapture simulation to evaluate against the alleged infold event could not be performed. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.